Event description:
The customer reported that the sys displayed a communication failure error message and the screen would become white in the middle of a procedure. This resulted in a loss of live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. All power supply board fuses were cleaned and reseated. The system was then found to be operating as intended.